Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017. One lf1637 was received for evaluation that had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found knife trapped outside of the device knife track. The device plug is also cut from cord and was not returned and therefore the reported condition could not be confirmed at this time. Without a plug cord the investigator was not able to conduct adequate testing for alarm activation. The investigation could not determine the root cause of the report. A regrasp alert indicates that the seal cycle was not complete. There are many factors unrelated to a product defect that can result in a regrasp alert. Product instructions for use address possible regrasp situations. An additional failure was found during the investigation; the device knife is damaged. The additional findings did not contribute to the reported condition. Inspection found that the knife was damaged and trapped inside the jaw of the device. The knife was bent and warped, and was not able to advance or retract when the trigger was pulled. No parts of the knife were missing. The investigation identified the root cause of the additional failure to be mishandling by the user. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the ligasure lf1637 was alarming during use. Another device was opened and the case continued without incident. Upon receipt for investigation it was noted that the device's knife blade was exposed.